Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was good.